Event description:
A pharmacist called on 10/25/04 and alleged that the pt's meter was prompting an error 4 message. Medical affairs attempted unsuccessfully to reach the pt by phone for more info. The pharmacist reported that the pt obtained the meter from the hosp. The pt went back to the hosp three times due to the error 4 message. It is not known why the pt went to the hosp. No further info was provided regarding the hosp visits. The pt reported that the correct testing technique was used. The test strips were in good condition. The room temperature where the pt was testing his blood sugar was within range the issue was not resolved with troubleshooting. Based on the info provided, there is an indication that the meter malfunctioned. No evidence was provided to show that the pt suffered a serious injury. A replacement meter is being sent to the pt. A letter is also being sent as an second attempt to reach the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.